Event description:
It was reported that a remote monitoring transmission was sent one day post implant. It was noted that the right atrial (ra) lead sensing threshold measurement was below the normal range. The lead remains in use. No patient complications have been reported as a result of this event.